Manufacturer narrative:
H6: investigation summary: customer returned (1) syringe 0.5ml 29ga 1/2in in an open polybag from the lot# 1347547. It was reported by the customer that the scale marking was partially missing. Returned syringe was visually examined and observed smaller scale markings lines on the barrel. A review of the device history record was completed for batch# 1347547. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking is partially missing. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale marking was partially missing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe scale marking is partially missing. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the scale marking was partially missing.